Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a catheter shaft broke. On 03/2005, the target lesion was located in the severely calcified, severly tortuous, 95% stenotic left circumflex artery (cx). The physician predilated the vessel with a 2.5 x 15 mm crossail balloon, then attempted to place a 3.0 x 16 mm taxus express2 drug eluting stent. While advancing the stent the physician felt resistance. As the physician pushed on the stent delivery system the shaft kinked then broke. The break occured on a portion that had not yet entered the body and was at the mid-port of the shaft. The physician feels the break occurred due to excessive force placed on the shaft. The stent was removed and the procedure was successfully completed with another taxus stent of the unknown size. There was no pt complications reported during this procedure. The pt status is reported to be "satisfactory/good".